Event description:
Mother stated that daughter taken to ER with high blood glucose readings and ketones. When set removed, dr noticed tubing was detached. Customer confirmed that this was the second set where this anomaly was noted.